Manufacturer narrative:
Occupation: medical engineer. Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a gas loss in iab circuit alarm. The customer checked the connections and checked for a rupture. The helium gas was refilled and the console was restarted. The same alarm was generated. The console was then swapped out with a different one. Therapy was continued with the alarm only generating once in the next 24 hours. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately six to eight hours of intra-aortic balloon (iab) therapy the console generated a gas loss in iab circuit alarm. The customer checked the connections and checked for a rupture. The helium gas was refilled and the console was restarted. The same alarm was generated. The console was then swapped out with a different one. Therapy was continued with the alarm only generating once in the next 24 hours. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned maquet sheath. The extender tubing and pressure tubing were also returned. No kinks or physical damage observed. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump for two hours which represents one complete autofill cycle. The iab pumped normally, no alarm sounded. A 0.025" laboratory guidewire was inserted through the inner lumen and was found to be occluded. Unable to clear occlusion. The reported event cannot be confirmed by the evaluation. The product performed according to specification. We were unable to duplicate the clinical settings. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).